Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that air was found in a patient¿s line possibly resulting from a newly primed add-on filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20350e because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: an event was reported where air was found in a patient¿s line possibly resulting from a newly primed add-on filter.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: an event was reported where air was found in a patient¿s line possibly resulting from a newly primed add-on filter.